Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the post-operative check, it was noted that the left ventricular (lv) lead threshold was significantly higher than at implant. An x-ray confirmed an lv lead dislodgement as the lead had migrated from its placement at implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.